Event description:
It was reported that an uncapped, unspecified bd¿ pen needle in a waste basket caused a dirty needle stick injury. As a result, the patient had protocol ide management, as well as a precautionary medical consultation. The following information was provided by the initial reporter, translated from french: "an agent... Pricked himself on the needle of the dm left uncapped in a waste bag (not dasri). Patient information: current status of the patient: no symptoms, protocol ide management, precautionary medical consultation (infectious department) actions taken in the health care facility for the management of the patient: medical management by the ide, medical consultation for prevention dasri follow-up; identification of the breach, isolation procedure for non-dasri waste bags."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an uncapped, unspecified bd¿ pen needle in a waste basket caused a dirty needle stick injury. As a result, the patient had protocol ide management, as well as a precautionary medical consultation. The following information was provided by the initial reporter, translated from french: "an agent... Pricked himself on the needle of the dm left uncapped in a waste bag (not dasri). Patient information: current status of the patient: no symptoms, protocol ide management, precautionary medical consultation (infectious department) actions taken in the health care facility for the management of the patient: medical management by the ide, medical consultation for prevention dasri follow-up +++; identification of the breach, isolation procedure for non-dasri waste bags."